Event description:
It was reported that a malfunction alarm occurred with a code indicating a software error. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump and was instructed to continue using it, with advice to call back if the issue recurred, which the customer understood and acknowledged.